Manufacturer narrative:
Block h6: device code 1304 captures the reportable event of center image lost. Block h10: a fuse gatroscope was received for analysis. The observed issue of "scope had white out images" was unable to be reproduced. The reported issue was not confirmed. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the scope had white out images. The anatomy of the patient was not visible on the center image when the issue occurred. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the scope had white out images. The anatomy of the patient was not visible on the center image when the issue occurred. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.